Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at noon. The patient claimed she manages her diabetes with an insulin pump. Despite the alleged issue, the patient stated she continued to administer her usual dose of insulin (type/dose not specified). The patient reported feeling dizzy, sweaty, hungry, and weak 24 hours after the alleged issue began. As a result of her symptoms the patient claimed she self-treated with food and/or drink. According to the patient, no other blood glucose device was used. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misused, the correct test strips were used, and the power button turned on when pressed. The cca walked the patient through a strip insertion but the subject meter would not power on. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (07/11/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter's batter was found to have low voltage. After pa replaced the battery, the meter worked properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.